Manufacturer narrative:
H3, h6) the hand switch was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, unable to perform 3d spin. Installed hand switch into test system. System booted and readied. Multiple 2d and 3d images were successful and store buttons functioned as expected. No fault found while under test. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot #: (B)(6). MDR codes: b01, c19, d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that replaced hand switch and field service engineer (fse) unable to duplicate early termination message. Completed multiple 3d spins with no issues. Completed system checkout and verified system operation. Return to service. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of the procedure. It was reported that when attempting to perform a 3d spin and pressing the button, the system was unable to spin. The site reported that they had to press the button twice for it to function properly. There was no patient involved. Additional information stating that the field service engineer (fse) confirmed during 3d spin receiving early termination message using hand switch.